Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure, no signal and low lead impedance were noted on the atrial lead. The lead was connected to the new device and the same issue occurred. The lead was capped and the patient has been discharged following the procedure.